Event description:
The facility reports that the resident slid down on the stretcher and caught her left foot in the foot rail of the shower trolley. When the staff member pulled the resident's foot back onto the stretcher, the resident's body went one way and their foot went the other, fracturing the resident's ankle.